Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead became extrinsically distorted due to pulling/ stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted the helix did not retract within specification due to the helix being stretched. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the low voltage lead was "not closing the screw-in". The lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.